Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that the patient is using topical artificial tear drops and a tear gel. Symptoms have not resolved.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is within specifications and works as intended. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that a patient presented with blurry vision in the left eye approximately one month post lasik. The patient was noted to have epithelial ingrowth in the left eye. A flap lift and rinse was performed at the 5 o'clock position. Additional information requested.